Event description:
Patient presented with a proximal tibial fracture implanted with external fixation. During the procedure the clamp on the carbon rod would tighten to a certain torque point. However, the bolt would no longer tighten the clamp and would spin freely when adding an additional turn to tighten. Subsequently, the surgeon elected to keep the clamp attached to the carbon rod. No consequence to patient was reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.